Event description:
It was reported that the user could not charge the ilet after losing the original charger and attempting to use a magnetic third-party charger, resulting in the device powering down and the user switching to backup therapy; the issue was characterized as a charging problem involving the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a power source problem consistent with a charging problem attributable to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.